Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech has committed to remediating 3 years of complaints (2017-2020) and a portion of complaints from 2013-2017. This MDR is being submitted as part of that remediation. The device was returned. An investigation was conducted under CAPA( B)(4): the investigation concluded that the root cause of the tibial tamp head fractures was a combination of the design and a user misuse issue. Revision a of the tibial tamp head has a sharp corner present that could create a stress concentration that contributes to the breakage of the device. The surgical technique instructs that use of the extraction lever and "mauldin multi-tool" should be used to extract the tibial tamp head from the bone. The surgical technique does not specifically state that the surgeon should not hit the tamp handle/guide backwards (retro-grade) to remove the tamp assembly from the bone. As a correction, exactech has updated the surgical technique to clarify the proper technique and instrumentation to remove the tamp assembly from the bone, i.e., to include a caution statement about the potential for instrument breakage if the tamp handle/guide is misused by impacting in retro-grade. Additionally, the design of the device was modified to add a radius to where the sharp corner was located, to reduce the stress concentration. The CAPA investigated complaint data to compare occurrence rate of device fractures for revisions a and b of the tibial tamp head. There were no complaints for device fracture for rev. B of the tamp head at the time of the investigation indicating a lower occurrence for device fracture and improved effectiveness. Of the material upon impaction. IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for total knee arthroplasty surgery, and reviewing information regarding use of instrumentation. Optetrak operative guide states: the tamp should be ejected from the proximal tibia by squeezing the release lever. If the tamp guide does not disengage from the tibia with the release lever, a mauldin multi-tool can be used to disengage it by inserting the small stud on the end of the mauldin multi-tool into the hole in the handle of the tamp, then rotating the mauldin multi-tool to loosen the tibial tamp. Do not hit the tamp in retrograde. Hitting the tamp in retrograde can result in breakage of the instrument this device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or led to patient impact. An investigation was conducted under CAPA (B)(4); the investigation concluded that the root cause of the tibial tamp head fractures was a combination of the device design and user error issue.

Event description:
It was reported from ous that "the instrument was broken during the surgery". The instrument was broken at the base when ejecting it. The surgeon had no difficulty in extracting the tibial tamp, the surgeon had the mauldin tool available during the surgery as an alternative to help eject the tibial tamp. All pieces were retrieved from the patient. Additional information received 10 feb 2021, from the reporting team stated that "the instrument could have been broken during the surgery." The breakage was noticed during the recovery of the instrumentation-set by the agency logistics department, "after the cleaning realized by the sterilization team of the hospital". The reporting agency also stated that no information has been received from the hospital regarding this issue, nor have they requested information from the agency related to this event. No additional information was provided by the contacts related to this event.